Manufacturer narrative:
No further complications have been reported. There are warnings in the package insert that state this type of event can occur. This is the second known report on items identified on correction and removal (z-222/227-2). A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available: karen early, risk managment, 203-739-7000. This report filed on june 12, 2006.

Event description:
It was reported that patient underwent total hip arthroplasty on february 11, 2000. Modular head component fractured and revision procedure was performed on may 18, 2006.